Manufacturer narrative:
Returned device was received with a cracked top case and a broken main screw post. The bottom main screw post was also broken as well as the right plunger case was cracked. During the evaluation of the device the motor rate error was found immediately when performing an occlusion test. The fault was found to be abnormal wear of the worm coupling and corm gear which cased a build up of black debris on the worm coupling tip. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical medfusion syringe pump had a motor rate error. There was no patient present at the time of the event. There was no reported adverse events.